Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after booting the system, it went from being ready to show radiation disabled. Troubleshooting was performed. The system was docked, so the site undocked it. After rebooting it again, it remained in a ready state. Upon checking logs, the two errors that day were "generator interface status event" and "gantry wdt expired." This was first observed before the o2 was needed for the case, so there was no delay. There was no reported impact to the patient.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. The rep tested the system, reseated and adjusted power supply 1 (ps1) power supply. The system worked without errors. Codes b01, c07, and d02 are applicable. A090501: radiation disabled a1102: error messages. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.